Event description:
It was reported that while in cardiac surgery, the intra-aortic balloon (iab) was prepped per instruction. The femoral artery was successfully cannulated and the sheath was put in place. The iab was loaded over the guidewire. The md found that it was impossible to remove the guidewire. The md found that it was impossible to remove the guidewire from the iab after the iab was placed. The md pulled "harder" and the guidewire "came out of the sheath together with the balloon membrane." The guidewire got stuck in the inner lumen of the iab and then, the balloon got stuck across the sheath. It was necessary to surgically repair the pt's femoral artery, because it got injured during the extraction maneuver."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.